Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the reported symptom could not be reproduced. The function test results were acceptable.reference complaint (B)(4)"

Event description:
"On (B)(6) 2014 at the (B)(6) in (B)(6) it was reported that the cardiohelp-I serial number (B)(6)displayed strange values for pressure and flow: venous pressure positive at 20, an arterial pressure at 200, a delta p at 360 and a flow less than one liter. This problem of sensors reading had no impact on the ongoing ECMO procedure. At 7.30 am (next morning, on (B)(6) 2014) the emergency drive had to be used because the device displayed no flow and seemed not to work. The cardiohelp was then replaced with another. Reference complaint (B)(4)"